Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was successfully implanted transgastric to the pancreas to treat a walled-of-necrosis (won) during an endoscopic ultrasound (eus) guided procedure performed in (B)(6) 2021. Three days post stent placement, the patient began to decompensate due to a ruptured cyst. A surgery was performed for cyst debridement. The patient remained in the hospital. The patient continued to decompensate and the patient passed away the third week of (B)(6) 2022. In the physician's assessment, it is unknown if there was a relationship between the patient's decompensation/death and the axios stent. The patient was reported to be very sick which may have contributed to the patient's death. There was no alleged malfunction of the axios stent.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Exact date unknown; event occurred three days post stent placement in (B)(6) 2021. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Approximated based on the information that the event occurred in (B)(6) 2021. (B)(4). The patient expired with the stent implanted and the stent will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.